Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision. It was noted that during the surgery, the physician noticed that one of the leads pulled back. The physician opted to replace the lead. The patient was doing well postoperatively. The explanted device will not be returned as it kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch:7075479.